Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# unknown. Product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine via an implantable infusion pump for treatment of pain. It was reported that about one month ago the patient had a pump replacement and the new pump was connected to the already implanted catheter. It was noted that during the replacement procedure the physician noticed that there was some fibrosis at the catheter-pump connection site. At the refill appointment after the replacement, a volume discrepancy of 24 ml was retrieved instead of the expected 12 ml. It was noted that the patient did not report any withdrawal effects or a reappearance of pain. It was also noted that this was not the first time they had noticed this big of a volume discrepancy in the past with the same patient. In addition, at the refill they could only fill in 30 ml instead of 40 ml and there was resistance in filling the pump reservoir. It was indicated that the valve was not activated, per the manufacturer representative¿s conversation with the healthcare professional (hcp). It was indicated that no specific action was done, as the hcp finally managed to refill the pump and was waiting for the next appointment. No surgical intervention was taken or planned. At the time of the report the issue was not resolved and the patient status was alive without injury. No further complications were reported.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that a volume discrepancy occurred at an earlier volume discrepancy occurred during a refill on (B)(6) 2020; the expected reservoir volume (erv) was 12.6 ml, the actual reservoir volume (arv) was 37 ml, the previous fill volume was 40 ml, and the programmed reservoir volume was also 40 ml. At the (B)(6) 2020 refill; the actual arv was 22 ml, the erv was 12.1 ml, the previous fill volume was 40 ml, and the programmed reservoir volume was also 40 ml. At the (B)(6) 2020 refill, the hcp refilled the pump with only 30 ml rather than 40 ml due to a ¿block from the pump¿. The serial/lot number of the 8731sc catheter was unknown and not possible to obtain.

Manufacturer narrative:
H6: device code c63110 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.